Manufacturer narrative:
Batch review performed on 07 december 2018: lot 1720407: (B)(4) items manufactured and released on 11-october-2017. Expiration date: 2022-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved: pedicle screw 03.50.017 pedicle screw 6x40 (k121115) lot 1720749: (B)(4) items manufactured and released on 20-oct-2017. Expiration date: 2022-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: ten months after primary lumbo-sacral stabilization by pedicle screws one of the sacral screws was found broken along with one of the 45mm pre-bent rods. Probably fusion did not take place and in these conditions the fatigue life of the stabilizing devices is limited. From the clinical point of view, a possible cause for the failure is lack of fusion. Technical investigation should be carried out on the explants to exclude possible defects.

Event description:
First surgery: (B)(6) 2018; stabilization l5-s1 (6x40 screws and 45mm ti prebent rods). After 3 months from first surgery, a tac exam revealed the breakage of the right rod and the left screw in s1. The patient was re-operated on (B)(6): removal of all screws and rod (the distal part of the broken screw remains in the sacrum) and fixation l4-s1 with competitor stabilization system.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the breakage occurred below the head of the screw, which is the most stressed point as expected by the risk analysis. There is no sign of material or geometry defect that could have caused the failure. The breakage appears as a typical failure of the implant under fatigue loading. This kind of breakage is a common event for pedicle screws in case of delayed fusion, or screw loosening, or spinal construct instability, which might be caused by different non-device-related causes.